Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the retractor has a broken tip. It is unknown if any pieces fell into the patient or if they were retrieved.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The retractor was returned for evaluation. As returned, it was gouged and deformed. The surface shows texturing that indicates cutting or grinding activity. Damage is too severe for dimensional analysis. Material hardness is conforming to print specifications. Review of the design history records did not find any deviations or anomalies. The rectractor as was manufactured on dec 23, 2015 so it had potential field age of 6 months. It is unknown how many times the device had been used during that time. This device is used for treatment. The instruction for use states: ¿where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. Do not subject instruments to high loads and/or impact as breakage can occur¿ as part of design control risk management. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.